Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the aspiration failure of the cutter occurred during surgery. The surgery was completed on the same day after replacing the product with another one. The procedure type was unknown. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protector in a tray was received for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material inside the port, welded cap, on the needle, and on the port face. The sample was then functionally tested for actuation and aspiration. The sample was found to be nonconforming for actuation and conforming for aspiration. The probe was disassembled and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks at bend area, cutting edge and several other areas on the inner cutter. Excessive adhesive at cutter/coupling bond joint of the inner cutter. Retested actuation with probe driver and was found to be conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The complaint evaluation does not confirm the probe had an aspiration failure; the evaluation indicates the probe had an actuation. The aspiration function of the probe was conforming; however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. However, a manufacturing related potential contributor factors were identified: excessive adhesive about the coupling on the cutter. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the reported aspiration failure was not confirmed, and an exact root cause for the actuation failure could not be determined from this evaluation. A nonconformance record has been opened for the potential contributing factor of excessive adhesive about the coupling on the cutter and all probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).